Manufacturer narrative:
Additional product codes: dqe, qaq, mud, dxn, dsb, fll, qms, olw. Device will not be returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. With the provided clinical photos, a clinical evaluation was initiated. A supplemental report will be submitted once the investigation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, an acumen cuff had inaccurate values compared to a swan ganz catheter. The patient was on epi 0.07, levo 0.02 and 0.25 milrinone. The swan ganz readings were in line with the patient's overall picture. Lactate was down trending to 2.7 and the swan stroke volume reading was 58 while the acumen reading was 88. Square wave tests were performed on all pressured lines and no error messages were displayed. An alta monitor was used in the case. No allegation of patient injuries.